Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a suspected outflow graft obstruction. His flows dropped from the 4s to 2.6 on (B)(6) 2020. The pi was in the 3. Pressors were stopped. The patient's mean arterial pressure (map) was currently 75. The patient was getting some albumin. Technical services reviewed the log file and observed low flows. The pump was seeing reduction in blood volume.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no product was returned and no images of the obstruction were submitted. Additionally, review of the log files provided by the account confirmed low flow alarms; however, a direct correlation between the low flow alarms and the suspected outflow graft obstruction could not be conclusively established. A specific cause for the alarms could not be conclusively determined. The controller event log file contained data from 13:11:09 through 13:48:21 on (B)(6) 2020, per the timestamps. Transient low flow fault flags were captured throughout the file when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.3-2.4 lpm. These faults resulted in 35 low flow hazard alarms, with some lasting up to approximately 3 minutes in duration. No other notable events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until 18dec2020 when the patient ultimately expired (reference MFR. #2916596-2020-06521). The hm3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place, and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. In reference to pump flow, the hm3 IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08nov2018. No further information was provided. The manufacturer is closing the file on this event.